Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: b5, h6 (medical device ¿ problem code). It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp) had issues with the ap optical sensing module. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer initiated therapy and immediately received the alarm. A pump for exchange was being brought. It was requested by esp personnel to label the pump with the alarm and place it in biomed to be serviced.

Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp) had issues with the ap optical sensing module. There was patient involvement reported and no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during emergency support program (esp) that the cs300 intra-aortic balloon pump (iabp) unit had ap optical sensing module failure. There was patient involvement no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer initiated therapy and immediately received the alarm. A pump for exchange was being brought. It was requested by esp personnel to label the pump with the alarm and place it in biomed to be serviced.